Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic distal gastrectomy procedure, the clip scissored no matter how many times the device was fired. The device was used on the blood vessel. No bleeding or damage of the target tissue was observed. Another device was used to complete the case. There were no adverse consequences to the patient. The patient was discharged from the hospital. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2022. D4: batch # v9591x. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 15 clip as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number v9591x, and no non-conformances were identified.